Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter addr 1: (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 2 bd solomed¿ 5ml syringes with needles experienced broken/damaged plunger rods. The following information was provided by the initial reporter: reports that the syringe is defective, it seems it has two "mountains" near by the plunger, in the blue part where the medication is aspirated. Even though she used the syringe, lost a few medicine, but nothing that would compromise the therapy, she uses voltarem. She uses voltarem daily since she has chronic migraine. Reported that years ago, doesn't know when, she opened a complaint for the same syringe and same issue (alleged record couldn't be found).